Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose level reported above 500 mg/dl; exact value was not provided. Customer administered a manual correction injection to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.